Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported a piece of material was left in the patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: piece of material left behind. Probable root cause: design inserter material/design too weak; anchor/inserter assembly design cannot support insertion forces; anchor raw material selection insufficient for insertion into bone process; anchor/inserter not manufactured to specification; anchor/inserter not assembled to specification application excessive force impacting inserter; extremely hard bone, no pilot hole drilled; poor patient bone quality. The device manufacture date is not known. (B)(4).

Event description:
It was reported a piece of material was left in the patient.